Event description:
Reporter stated, "the surgeon tried to extract alta im rod which was implanted on 07/01/1998 (1 year ago) with extractor but could not. After about 5 hours, the surgeon closed wound at last."